Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that prior to a procedure, the blade was stuck and broken in the handpiece. There was no patient involvement, no delay, no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that prior to a procedure, the blade was stuck and broken in the handpiece. There was no patient involvement, no delay, no adverse consequences or medical intervention were reported.